Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 250 mg/dl on his blood glucose meter, and then a reading of 70 mg/dl on the same meter with a different vial of test strips. No decision to treat was made on the allegedly faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.